Event description:
Device was sent for repair as it had a leak at sight glass which was heavily contaminated with oil and the hose was rough. During the repair the technician replaced seals and hose.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, a high pressure leak was found due to normal wear. Leak at sight glass, heavy contamination from oil, hose is brittle